Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available

Event description:
It was reported that during service and maintenance, an error was reported for the pressure sensor offset adjustment on the high flow insufflation unit. There was no patient involvement.